Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had drive support cap anomaly. The blood glucose level of the customer was 200 mg/dl. The customer stated the drive support cap of the insulin pump was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor system during the basic occlusion test due to loose or protruded drive support disk.